Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection issue was observed on the implantable pulse generator (ipg) site. Patient was hospitalized as a result of the infection and klebsiella aerogenes was confirmed on the culture. Device was explanted, and a new device was implanted as a result to resolve the issue. The extensions were electively replaced as well due to implanting a new ipg. Therapy was restored post procedure. There were no complications during the procedure and the infection issue was resolved as well. Patient was stable.